Event description:
It was reported by the user site that on (B)(6) 2026, during use of a 3dimensions mammography system, the system shifted slightly past the 90-degree position during a patient exam and then stopped. The user site reported that the system generated a gantry emergency shutdown condition. No patient or user injuries were reported. A hologic field service engineer (fse) investigated the device and performed an inspection of the vertical travel assembly (vta) rotation components. The fse reported that degradation was found of the vta rotation drag brake. The fse reported to have performed vta tomosynthesis rotation calibration and released the system for use while a replacement part was ordered. The fse reported to have subsequently replaced the vta rotation drag brake and repeated the vta rotation calibration. Following the repair, the fse reported that the system was verified to be operating according to manufacturer specifications. No further information is currently available.